Event description:
Procedure type: according to the reporter: staple line remained open after firing. The doctor used another cartridge but had the same result. A manual suture of the entire staple line was required. The staple formation was like poor.

Manufacturer narrative:
(B)(4).